Event description:
A malfunction alarm with the code "malf 9" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to reach out if the issue reappeared.